Event description:
Reporter alleged obtaining a blood glucose result of 253 mg/dl on her advantage system, however, she was not experiencing any hyperglycemic symptoms at that time. Afterwards, reporter stated she tested with a friend's meter and it measured 147 mg/dl so she retested with her advantage system and it measured 129 mg/dl which was taken 3 minutes apart from the original system reading. No report of any actions taken or treatment that was received. A request was made for the return of the suspect device and replacement product was sent.